Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a signal loss occurred. On (B)(6)2024, it was reported by the parent that the patient experienced signal loss over 3 hours from the tandem tslim display device. The parent reported that at 20:00, the pump screen showed signal loss. The patient replaced 4 sensors and used a new transmitter; however, the problem persisted. Around 23:30, the patient experienced pallor, malaise, disorientation, weakness, and was nauseated and very thirsty. The parent checked the blood glucose reading was 44 mg/dl. The parent provided orange juice. After 20 minutes, the patient felt better and was euglycemic. The patient was doing good at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.